Event description:
It was reported that the patient presented to the clinic for a follow-up. It was noted that the right atrial (ra) lead was oversensing noise, resulting in inappropriate mode switch and a decrease in biventricular pacing. The patient experienced extracardiac stimulation. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.